Event description:
It was reported on (B)(6) 2014 the patient had a new pump and catheter implanted. With the patient¿s previous pump the catheter was inserted on ¿the 9 number of her spine¿ and the new catheter was on ¿the 11 number of the spine¿. Since the new catheter was implanted the healthcare provider (hcp) had to increase the pump dosage because the patient¿s upper half and arms were ¿so tight¿. The reporter stated that with the patient¿s previous pump her arms were not like that. The hcp was sure that the medication was ¿getting up there¿. The reporter did not agree with the hcp because the patient¿s legs were ¿nice and loose¿ and the reporter could stretch them and exercise them, but the patient's arms hurt her. The reporter had spoken with the hcp about the concern but the hcp stated that he was sure, because of where the catheter was placed, that the medication should have been reaching the patient¿s upper half. The concentration of baclofen was unknown; however, regarding the dose it was reported that the ¿constant is 113cc¿ but the reporter thought that ¿they bumped her up to 121¿. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).